Manufacturer narrative:
The actual device will not be returned to the MFR. A f/u report will follow if more info becomes available. The MFR will continue to track and trend for similar incidents.

Event description:
Incident reported as: customer stated four balloons have burst in pts. One burst when testing it by adding 1.5cc saline. Customer reported no adverse outcome.